Event description:
A report was received that the patient was overstimulated and decided to turn the ipg off. The patient then tried to turn the device on and wasn't able to. The physician has decided to replace the ipg.

Manufacturer narrative:
Additional information was received that the patient had the ipg replaced and the patient is reportedly doing well. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to lose stimulation or cause overstimulation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified and no intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was overstimulated and decided to turn the ipg off. The patient then tried to turn the device on and wasn't able to. The physician has decided to replace the ipg.